Manufacturer narrative:
The fas determined that the customer used an incorrect sample tube to perform initial testing as two sample tubes for different patients were labeled with same identification number. These tubes were manually labelled at the collection center. The laboratory is following their procedure to eliminate the recurrence of the issue. The cause of the incorrect results being reported to the physician(s) was due to the mislabeled sample tube. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer was running multiple tests including ferritin for one patient sample on an advia chemistry xpt instrument. The ferritin result was auto-diluted and was found to be elevated. The initial results were reported to the physician(s). The operator noticed the elevated ferritin result, retrieved the sample and retested ferritin on the same instrument, resulting lower. Ferritin was also tested on an alternate instrument, also resulting lower. A siemens field application specialist (fas) determined that two sample tubes for different patients were labeled with same identification number. The customer retrieved the correct sample tube and repeated all tests and the results were acceptable. The correct results were reported to the physician(s). The customer used a correct sample tube for the other patient. The testing for the other patient was delayed. There are no reports of patient intervention or adverse health consequence due to the mislabeling of the sample tube.